Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient¿s pre-operative condition included low activities of daily living and she was a bedridden patient. Before the implantation, bilateral internal iliac arteries and the inferior mesenteric artery were embolized. During the procedure, the trunk-ipsilateral leg was initially deployed just distal to left renal artery but it did not fit the aortic wall favorably. Therefore, it was constrained once and pulled a little. Then, an aortic extender was additionally deployed at the level where it covered the left renal artery half. However, the left renal artery was unintentionally covered about 80%. Thus, a bare-metal stent (palmaz genesis, 5 mm x 18 mm) was additionally placed in the left renal artery and the blood flow was recovered. No endoleak was found. The patient tolerated the procedure.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.